Manufacturer narrative:
Review of applicable device history records did not identify any deviations or nonconformances that are likely to have caused or contributed to infection. Infection is a known inherent risk of surgical procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator trial system on (B)(6) 2023. On (B)(6) 2023 the trial leads were removed as per plan. On (B)(6) 2023 the patient informed the implanting physician of an infection at the incision site. No further information has been made available to the firm as to the plan of care or progression of healing.